Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: bilateral rupture against textured tissue expanders.

Event description:
Patient's son reported right rupture and stated the patient has textured tissue expanders. Device remains implanted.

Event description:
Healthcare professional reported, a right side no complaint against device.